Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a shield issue occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported needle shield difficult to remove before injection."

Event description:
It was reported that there was a shield issue occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported needle shield difficult to remove before injection."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351991. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.